Event description:
During testing by a zoll medical service technician, the device displayed "discharge fault" and "defib fault 108" messages. There was no patient involvement in the reported malfunction.